Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding detachment, the fixation section of the IFU states "to ensure a strong repair, sutures or tacks should be placed at least 0.5 cm inside the outermost row of stitching. Suturing or tacking on sealed edge of mesh alone is not recommended. Care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary additional fasteners and/or sutures should be used." Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol composix e/x, (B)(4), lot number 43dqd347 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012, the patient had to undergo an additional surgery to remove the composix e/x and re-repair the hernia. As alleged, the composix e/x had failed, coming loose from the abdominal wall and causing discomfort. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol composix e/x, reference number (B)(4) , lot number 43dqd347 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012, the patient had to undergo an additional surgery to remove the composix e/x and re-repair the hernia. As alleged, the composix e/x had failed, coming loose from the abdominal wall and causing discomfort. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical and supra-umbilical hernia thereby underwent open repair with the implant of composix mesh e/x (device #1). Per operative notes, ¿a large hernia sac was encountered and dissected free. A piece of composix mesh e/x (device #1) was placed into the abdominal cavity and sutured.¿ (B)(6) 2011 - patient was diagnosed with recurrent umbilical hernia. (B)(6) 2011 - patient visited hospital for colonoscopy. (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair. Per operative notes, ¿the hernia sac was identified and fat that protrude into the hernia defect are cut free. A piece of surgical mesh was cut into a patch to the appropriate size, placed in the abdominal cavity and sutured.¿ (note: there was no product identifiers mentioned for the implanted mesh). (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with explant of composix mesh e/x (device #1). Per operative notes, ¿there were extensive adhesions between the omentum and loops of bowel and the anterior abdominal wall in the vicinity of the hernia. The mesh from the prior hernia repair was seen. The hernia defect was seen inferior to the edge of the mesh, where it had come loose from the abdominal wall. The small bowel was densely adherent to the old mesh, the mesh itself was transected and left on the bowel wall. When all the adhesions were divided, the hernia defect and the previously placed mesh were easily visualized. A synthetic mesh was placed in the abdomen. A proceed ventral patch was passed into the peritoneal cavity and sutured.¿ (note: it was unclear that which mesh was explanted). (B)(6) 2012 to (B)(6) 2012 - patient visited hospital for pain in the abdomen. (B)(6) 2018 - patient was diagnosed with right spigelian hernia thereby underwent repair with the implant of ventralex mesh (device #2). Attorney alleges that the patient had adhesions, pain, hernia recurrence. It was also alleged that the patient had small bowel adhesed to mesh and need for additional surgery.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding detachment, the fixation section of the IFU states "to ensure a strong repair, sutures or tacks should be placed at least 0.5 cm inside the outermost row of stitching. Suturing or tacking on sealed edge of mesh alone is not recommended. Care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary additional fasteners and/or sutures should be used." Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of composix mesh e/x, patient was diagnosed with abdominal pain, adhesions, hernia recurrence and mesh migration thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct a date in event description which was inadvertently incorrectly updated in the previous supplemental emdr. This supplemental emdr represents the composix e/x mesh (device #1). An additional supplemental emdr was submitted to represent the ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol composix e/x, reference number 0123680, lot number 43dqd347 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012, the patient had to undergo an additional surgery to remove the composix e/x and re-repair the hernia. As alleged, the composix e/x had failed, coming loose from the abdominal wall and causing discomfort. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical and supra-umbilical hernia thereby underwent open repair with the implant of composix mesh e/x (device #1) . Per operative notes, ¿a large hernia sac was encountered and dissected free. A piece of composix mesh e/x (device #1) was placed into the abdominal cavity and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent umbilical hernia. (B)(6) 2011 - patient visited hospital for colonoscopy. (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair. Per operative notes, ¿the hernia sac was identified and fat that protrude into the hernia defect are cut free. A piece of surgical mesh was cut into a patch to the appropriate size, placed in the abdominal cavity and sutured.¿ (note: there was no product identifiers mentioned for the implanted mesh). (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with explant of composix mesh e/x (device #1). Per operative notes, ¿there were extensive adhesions between the omentum and loops of bowel and the anterior abdominal wall in the vicinity of the hernia. The mesh from the prior hernia repair was seen. The hernia defect was seen inferior to the edge of the mesh, where it had come loose from the abdominal wall. The small bowel was densely adherent to the old mesh, the mesh itself was transected and left on the bowel wall. When all the adhesions were divided, the hernia defect and the previously placed mesh were easily visualized. A synthetic mesh was placed in the abdomen. A proceed ventral patch was passed into the peritoneal cavity and sutured.¿ (note: it was unclear that which mesh was explanted). (B)(6) 2012 to (B)(6) 2012 - patient visited hospital for pain in the abdomen. (B)(6) 2018 - patient was diagnosed with right spigelian hernia thereby underwent repair with the implant of ventralex mesh (device #2). Attorney alleges that the patient had adhesions, pain, hernia recurrence. It was also alleged that the patient had small bowel adhesed to mesh and need for additional surgery.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding detachment, the fixation section of the IFU states "to ensure a strong repair, sutures or tacks should be placed at least 0.5 cm inside the outermost row of stitching. Suturing or tacking on sealed edge of mesh alone is not recommended. Care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary additional fasteners and/or sutures should be used." Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of composix mesh e/x, patient was diagnosed with abdominal pain, adhesions, hernia recurrence and mesh migration thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the composix e/x mesh (device #1). An additional emdr was submitted to represent the ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.